Manufacturer narrative:
(B)(4). Corrections were applied to catalog and serial numbers. The device was not returned to baxter, precluding further device investigation. The cause of the increased intra-peritoneal volume (iipv) per the homechoice decision tree was determined to be use error, inappropriate bypass of the low drain volume alarm during the initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Review of the previous service record revealed no issues that could have caused the reported difficulty of an iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Correction: catalog number was incorrect on initial MDR.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) had drained manually away from the hc and turned off the hc. The technical service representative (tsr) explained the initial drain alarm setting was at 1500ml and explained that bypassing the initial drain after only draining 129ml of a last fill volume of 2500ml would mean that the hp would be filled with the full fill of 2500ml plus the fluid from the manual exchange. The tsr told the hp to call when any problems occur and for help in the initial drain since the hp did not fully understand how the hc works. The hp felt fine after draining out manually, drain volume 4300ml. The hp stated did not know how to do the manual drain on the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.